Event description:
The customer reported that the battery eject assembly is not working. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.